Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/02/2025 the patient reported receiving multiple urgent low glucose alerts on the ilet system. The patient contacted beta bionics support for assistance with device settings. The patient was advised to reach out to their healthcare provider or trainer for guidance regarding cgm target adjustment. No hospitalization, treatment, or long-term health effects were reported.